Event description:
There was a communication problem and the ins was overdischarged. Patient compliance was the primary reason for the overdischarge, he ¿just left it for a while¿. The last successful recharging session was 2 to 6 months ago. For the past 2 months the ins does not keep a charge and it turns on and off. It was thought that it was not getting charged. He was not sure if it was working. He could not remember how many coupling boxes he had the last time he charged. The doctor he sees at the clinic is a primary care physician and not one specializing in the device therapy. A new doctor is needed due to relocating. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).